Manufacturer narrative:
Investigation conclusion: investigation pending.

Event description:
Caller alleging fn tni - triage meter vs. Beckman access. On (B)(6) 2015 a (B)(6) male presented with "I can't breathe". Patient has a cardiac history and use of defibrillator. St elevation. Patient diagnosed with pulmonary embolism. Drawn at 1520: triage meter #51511, lot #w59737 ck-mb, 1.5; tni, <0.05. Triage meter #49238, same device as above ck-mb, 1.2; tni, <0.05. Qc'd new lot #w59739; meter #51511. Ck-mb, 1.4; tni, <0.05 . Simultaneous draw of li plasma sample for beckman: ck-mb, 2.5; tni, 0.87. Drawn at 1741: triage meter #51511, lot #w59737. Ck-mb, 1.3; tni, <0.05. Simultaneous draw of li plasma sample for beckman: ck-mb, 2.7; tni, 0.86 . Customer states that every patient drawn today, including this one, for a total of 20 patients, had a tni of <0.05. Customer stated that there is a possible issue with the beckman. No adverse events related to the triage result. No additional information provided.

Manufacturer narrative:
Investigation conclusion update: customers complaint was replicated with returned samples. Returned samples yielded tni <0.05ng/ml on lot w59739. Patient was not diagnosed with a cardiac event. Clinical outcome is consistent with triage result. Retained devices from lot w59739 were tested with calibrator samples; no discrepant low tni results were observed. This product performed as expected. Batch records for lot w59739 were reviewed and found no relevant ncs or tifs; this product passed all specifications for final lot release. No product deficiency was established. Product performed as expected.